Manufacturer narrative:
The device was not returned for evaluation; it is not possible to determine the cause of the event without an evaluation of the device. (B)(4): not returned to manufacturer.

Event description:
It was reported that the tps handpiece cord was causing handpieces to run without user activation. The event occurred during a routine maintenance service, no adverse event was associated with the device.